Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms. The total number of inflations and to what atms is unk. The 100% stenosed lesion was located in the calcified mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the mfg record for this batch shows that the device met its material, assembly and prod specs at the time of its release to distribution. This batch has no associated complaints to date.